Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited increased impedance and pacing thresholds during a routine follow up visit. The patient had no symptoms before the follow-up visit, but did experience an inappropriate shock in the hospital prior to surgery.